Manufacturer narrative:
(B)(4). Eval summary - based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found that the vacuum pump was causing the vacuum to be weak. To correct the touch screen not working the lcd display and its surrounding components were replaced. After servicing and a muffler upgrade, the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a breast biopsy procedure, prior to use on the pt, the touch screen did not work. The vacuum was weaker than before. The procedure was completed with the demo unit. There were no pt consequences.